Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient's pacemaker was explanted due to an infection. No other additional information was provided or shared.